Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely use issue since hematoma was stable after adjusting the angle matching.

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After implant, same day, a small hematoma and slight oozing were noted at the impella access site. One unit of pack red blood cells was administered, and dressing was changed with angle match technique to manage the condition. Support continued with explant of the impella cp device planned for the next day which appears to have been completed as the latest update on this following day noted the patient was no longer on support. The patient's status after event and explant of the device was unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿